Manufacturer narrative:
Image review: three media images related to the reported event were provided. No computed tomography (CT) imaging or executive summary addressing anatomical considerations was provided. No fluoroscopic valve load inspection images were provided, although it was reported that the first valve was misloaded. Per the instructions for use (IFU), overlap prior to node 4 is considered an acceptable load, whereas overlap at node 4 or beyond is considered a misload. In the event of a misload, the IFU instructs that a new valve, loading system, and delivery system, including saline, should be used. It was reported that during deployment of the second valve, the implantation height was nearly optimal. However, during final release at approximately 80% deployment, under stable pacing and a reported mean arterial pressure of 60 mm hg, the valve migrated into the left ventricle to an estimated position of approximately 15 mm below the annulus. No image documenting valve depth immediately prior to final release of the second valve was provided; therefore, confirmation of appropriate implantation depth before release cannot be made. Available imaging suggests that the second valve mig rated fully into the left ventricle, with only a small portion of the outflow frame in contact with the annulus. Additional imaging supports that a third transcatheter aortic valve was subsequently loaded and deployed at the annular level. Per the medtronic evolut IFU, potential risks associated with implantation include, but are not limited to, valve migration or embolization. It was reported that after an extended observation period, no further significant hemodynamic instability was identified. The patient was transferred to the ward in stable condition for continued monitoring, and the potential need for surgical intervention could not be ruled out. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that after dislodgement of the second valve, as the valve slipped approximately 15 mm downward, the skirt was no longer able to adequately seal the annulus, resulting in severe paravalvular leak. The deployment starting point was mid pigtail catheter. Prior to dislodgement, the depth of the valve was 3 mm on the non-coronary cusp in cusp overlap view and 4 mm on the left coronary cusp in the left anterior oblique view. A medtronic guidewire was used. Surgical intervention was not required.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (r270471); product type: 0195-heart valves; implant date (B)(6) 2026; product ID evfxplus-29 (r280942); product type: 0195-heart valves; implant date (B)(6) 2026; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, the patient had a type 1 native bicuspid aortic valve with a device perimeter of 24.5 millimeter¿s (mm) and an elevated annular angle of 56 degrees. The valve was prepared by an experienced loader and during fluoroscopic inspection, crown overlap was identified at node 4, extending almost to node 5. A new valve was subsequently prepared using a new delivery catheter system (dcs) and loading system. Pre-implant dilatation was performed with a 22 mm non-compliant balloon and was described as effective and stable. During deployment of the valve, the implantation height was nearly perfect; however, during the final release at approximately 80% deployment under stable pacing and a mean pressure of 60 millimeters of mercury (mm hg), the valve slipped into the ventricle to an estimated position of 15 mm below the annulus. The patient had aortic regurgitation grade 2¿3, and post-implant dilatation was performed using high pacing without ejection with a 23 mm non-compliant balloon, with no improvement and persistent aortic insufficiency grade 2¿3. A third valve was prepared, and during advancement, positioning was difficult due to obstruction by the second valve; during careful advancement, the second valve dislodged completely into the left ventricle while hemodynamics remained stable. The third valve was then implanted in the correct position to ensure stability, and after extended observation no further significant hemodynamic issues were detected; the patient was transferred to the ward in stable condition for monitoring, and surgical intervention could not be ruled out.